Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, during the procedure, the device was inserted into the endoscope. When the sphincterotome was advanced from the end of the scope, it had an incorrect orientation. The device was directed towards the 9 o'clock position instead of towards the desired 11 o'clock position. The physician rotated the handle of the device in an attempt to correct the orientation but was unsuccessful. The procedure was completed successfully with another hydratome rx sphincterotome. Following the procedure, the patient had slightly elevated lipase levels. The patient was diagnosed with pancreatitis and held for observation. By the end of the day, the lipase levels had returned to normal. No additional treatment or medical intervention was required and the pancreatitis was considered resolved. The patient was discharged and is doing "fine." In the physician's assessment, the pancreatitis is likely related to the ercp procedure and not a result of the unsuccessful orientation.

Manufacturer narrative:
No known product failure that could have caused or contributed to this event. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.